Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 40mm amplatzer septal occluder was chosen for implant. When the device was attempted to implant, it deployed in a cobra shape. The deformed device was not released from the delivery cable while inside the patient. The device was then removed from the patient and no replacement device was implanted. The patient remained hemodynamically stable and there was no clinically significant delay in the procedure. The patient was reported as discharged.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.